Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was observed that there was a lead on lead abrasion and heart valve abrasion from the terminal pin. The allegations were confirmed and clinically out of specifications.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing as well as high pacing threshold measurements. Boston scientific technical services (ts) explained possible causes and provided troubleshooting options. This ra lead is out of service. No adverse patient effects were reported.